Event description:
The event is reported as: complaint alleges: applier would not close on a vessel. No pt injury reported. Additional info requested.

Manufacturer narrative:
The brand name and common device name was not provided by the initial reporter. The lot number (1100290) provided by the initial reporter could not be validated in our system. The catalog number (543295) provided by the initial reporter could not be validated in our system. Several attempts (via phone messages) to the initial reporter were made to obtain additional info and clarification of catalog number and lot number. No response from the initial reporter, no date.